Event description:
During intra-op of the initial implant, once all elements were connected, an impedance check was performed from the ins. At that time it showed half of the lead was out of range, greater than 20,000 ohms. The doctor removed the contacts from the ins, wiped it clean, and inserted it again. The impedances were checked again and now all the electrodes on the lead were out of range. The lead was then tested alone without the extension and this resulted in all electrodes working properly. The doctor asked for a new extension and when the new extension was placed all components of the system worked properly. The patient was receiving effective therapy and was very happy with the device system.

Manufacturer narrative:
Concomitant medical products: product ID: 3708120, serial# (B)(4), product type: extension. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
Device analysis for extension njb130403v revealed no anomaly found.